Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 17-mar-2017, an fse visited the customer to address the reported event. During servicing, fse removed all dropped cups between the sorter and the rt lane. Fse also performed alignment from the rt lane to the sorter cup pickup head. All sorter cup pickup head alignments were verified. Fse then ran several macros to pick up all corner cups in the sorter to verify alignments. There were no dropped cups and no errors produced. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the cup to rt lane alignment.

Event description:
On (B)(6) 2017, a customer reported error 4113 (test cup tip/lane home overrun) with their a1a-2000 analyzer. The instrument was dropping cups into the lane and causing the cup transfer mechanism to jam. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.